Event description:
The following description of the event was documented by a carefusion tech support specialist on (B)(6) 2012, in response to a phone conversation with a third party service company rep. From purchasing from 3rd party service co called. She stated that she needs to order a driver for this unit. There is a tear in the diaphragm on the driver. I also explained to her the new pm requirements for the 3100b. This is a 2009 unit. (B)(4), (B)(6). [Name removed] is the factory trained rep installing the driver. They need the driver to be shipped to 3rd party service co because [name removed] will be installing it there. She gave me (B)(4). The following description of the event and the condition of the pt was copied from the user facility medwatch report received by carefusion from the FDA on (B)(6) 2012. "Title: xxxxx. Event description: oscillator vent shutdown on its own and was unable to restart. Ventilator was switched out with spare and pt maintained spo2 of 99% while being bagged." "What was the original intended procedure? Ventilation." Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)". "Device usage problem: device malfunction - that is, the device did not do what it was supposed to do."

Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. (B)(4). Medwatch report received from the FDA on (B)(4) 2012. "Biomed testing on (B)(6) 2012: the driver bellows developed a tear during use. Scheduled replacement of this part is not due until (B)(4) 2012, according to MFR guidelines. The 3rd party service will be completing repairs and will forward work order when repair is complete." The alleged faulty 3 ohm driver assembly was received by carefusion on (B)(6) 2012, routed to the carefusion failure analysis lab and staged for eval. Once the eval is complete a f/u medwatch report will be submitted.